Manufacturer narrative:
D10 concomitant products: smbttrndx - spacemaker pro btt + round, lot# p3d0138 smbttrndx - spacemaker pro btt + round, lot# p3d0138 smbttrndx - spacemaker pro btt + round, lot# p3d0138 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair procedure, the three balloons physically broke. A new device was used to resolve the issue. There was no patient injury. Product was received without accompanying information. Medtronic's initial evaluation of the returned product found that the dissector balloon was inflated, however the balloon quickly inflated to one side and popped.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the balloon would not inflate. The most likely cause could not be established from the information available. Internal process improv ements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair procedure, the balloon physically broke. A new device was used to resolve the issue. There was no patient injury. Product was received without accompanying information. Medtronic's initial evaluation of the returned product found that the dissector balloon was inflated, however the balloon quickly inflated to one side and popped.